Manufacturer narrative:
This is the second complaint for the finish goods lot; however, the first for this reported issue. The returned sample was visually and functionally tested and passed testing, no aspiration issues, occlusion issues or system message code was received during testing. The root cause of the customer's complaint could not be established; the returned sample met specifications. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as the sample met specifications. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported there was no suction with the handpiece and the system displayed an occlusion message during a procedure. The handpiece and cassette were replaced and the procedure was completed. No know harm to the patient. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
There have been no additional complaints reported against the finish goods lot and the device history record shows the product was released per specifications. The customer did not retain a sample for this complaint report; functional testing could not be conducted. The root cause of the customer's complaint could not be determined as a sample was not returned. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned. . The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).